Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tube, left, excision: focal acute and chronic inflammation with associated reactive epithelial changes') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B61398) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("vaginal.discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the vaginal discharge outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2014 was mentioned earlier as insertion date for essure. Essure insertion details: bilateral placement of coils/devices: right - 2 left - 5. Patient tolerated procedure well. Procedure completed without complications. Surgical pathology report: fallopian tube, left, excision: focal acute and chronic inflammation with associated reactive epithelial changes. Complete cross section was identified. Operative findings: appropriate placement of essure coils was noted on laparoscopy without evidence of any perforation. There were no visual abnormalities of the uterus, bilateral fallopian tubes, or bilateral ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: right occlusion only. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "salpingitis an pelvic pain ". Most recent follow-up information incorporated above includes: on 14-aug-2020: medical record received. Event "salpingitis " was added. This case was medically confirmed. Essure lot number was added. Reporter were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of salpingitis ('fallopian tube, left, excision: focal acute and chronic inflammation with associated reactive epithelial changes') and pelvic pain ('pelvic pain'). In an adult female patient who had essure (batch no. B61398), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (left salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the salpingitis, pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the vaginal discharge outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2014, was mentioned earlier as insertion date for essure. Essure insertion details: bilateral placement of coils/devices: right: 2, left: 5. Patient tolerated procedure well. Procedure completed without complications. Surgical pathology report: fallopian tube, left. Excision: focal acute and chronic inflammation with associated reactive epithelial changes. Complete cross section was identified. Operative findings: appropriate placement of essure coils was noted on laparoscopy without evidence of any perforation. There were no visual abnormalities of the uterus, bilateral fallopian tubes, or bilateral ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2014, right occlusion only. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: "salpingitis an pelvic pain". Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("vaginal. Discharge"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). The patient was treated with surgery (salpingectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain and dysmenorrhoea had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, pelvic pain, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: (B)(6) 2014 was mentioned earlier as insertion date for essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: right occlusion only. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with pelvic pain, dyspareunia (painful sexual intercourse), abdominal pain, dysmennorhea (cramping) and vaginal. Discharge added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.